Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The device has not yet been returned. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an outback elite (120cm re-entry) did not cross. The device was clinically used and will be returned for analysis. The product did look normal when removed from its packaging. The device was properly prepped per the IFU. The access site was the groin. The target lesion was the superficial femoral artery (sfa). The vessel/lesion characteristics were described as calcified and tortuous with 99% stenosis. There was difficulty accessing the lesion with a guidewire. The guidewire was a stabilizer. When the device was removed from the patient, the wire got stuck and the blade couldn¿t be retracted. The lesion was treated with another outback. The treatment was successful. There was no injury to the patient.

Manufacturer narrative:
Complaint conclusion: as reported, an outback elite (120cm re-entry) did not cross. The device was clinically used and will be returned for analysis. The product did look normal when removed from its packaging. The device was properly prepped per the IFU. The access site was the groin. The target lesion was the superficial femoral artery (sfa). The vessel/lesion characteristics were described as calcified and tortuous with 99% stenosis. There was difficulty accessing the lesion with a guidewire. The guidewire was a non-cordis guidewire. When the device was removed from the patient, the wire got stuck and the blade could not be retracted. The lesion was treated with another outback. The treatment was successful. There was no report of patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17668209 was performed and it was found that the phr review does not suggest that the event experienced by the customer could be related to the manufacturing process. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance. It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops. The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position. The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Based on the product history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.